Event description:
It was reported that an ilet user experienced a temporary lack of glucose readings after replacing a freestyle libre 3 plus sensor, with the ilet mobile app indicating the sensor had already started and the device subsequently displaying a standard warmup period before glucose values appeared. The user experienced a glucose peak of 254 mg/dl following a meal with no associated clinical symptoms reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included guided troubleshooting and education, verification of sensor status via app scan, confirmation of data display on the ilet main screen, and observation of glucose trend. Investigation of this case revealed that sensor pairing initially failed but was resolved upon re-scan, and device performance appeared consistent with expected behavior during sensor warmup and subsequent data acquisition. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors related to sensor startup that resolved with standard troubleshooting.